Event description:
Report provided by the end user states that they have experienced a red, intact, itchy rash under the tape collar only. Using an adhesive remover, soap and a slim wafer. The end user was instructed on appropriate skin care. The end users would ostomy continence nurse recommended to cut the tape collar off and support the appliance with a belt or to trial a solid wafer with a convex insert. The end user decline both suggestions. The wound ostomy continence nurse recommended to trial 4 inch wafers under the tape collar and the end user verbally agreed. The end users subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.